Event description:
It was reported by a customer on (B)(6) 2011, the fiber cap detached inside of the patient at 163, 318 joules. Also, it was reported that the fiber cap was retrieved. No patient injury was reported.